Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from a manufacturing representative (rep) that they met with patient yesterday and their tablet and patient's recharger wouldn't connect to ins. Caller performed 2 physician recharge modes, saw por and was able to clear por and turn ins back on. Caller stated patient claimed to have last charged on monday (patient reported that they charge every 2 days) and on tuesday, the patient leaned up against a magnet on a trailer and after that went to recharge and couldn't connect to ins. Technical services(tss) reviewed that the ins shouldn't have been affected by the magnet to go into overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reports the implant is not charging since yesterday, he is getting the reposition antenna screen and patient programmer shows poor communication message. Patient states he charged ins day before yesterday and did not get any bars, but then said he was getting half of the bars. Additional information was received from the manufacturer representative (rep). Patient (pt) battery is in overdischarge. Pt cannot feel stimulation due to pt compliance. The rep interrogated battery and no device found. The manufacturer representative (rep) triple charged battery. The rep added that on (B)(6) 2020 the patient leaned against a magnet attached to a trailer and did not realize it. His stimulator stopped working. The overdischarge is resolved and the stimulator is working great. No patient symptoms were reported.